Event description:
A capio rp device was used in a therapeutic procedure in 05. The needle carrier fractured during use and was withdrawn. The physician used another capio to complete the procedure successfully with no pt complications.